Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating as the usb was not recognized. Customer left the pump charging and battery was successfully charged. Customer's blood glucose was 197 mg/dl.